Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, cracked reservoir tube lip, minor scratched display window, scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports of not being able to remove battery cap. Customer's blood glucose was 30 mg/dl, which was treated with glusoma. Customer was advised to attempt to remove battery cap with large flat-head screwdriver and to monitor insulin pump. No further information provided.